Manufacturer narrative:
Specific sample collection and centrifugation information was not supplied by the customer. Per the customer, qc was performing within the customer's established ranges at the time of the event and system checks were performing within instrument specifications. A bec field service engineer (fse) was dispatched for the event. The fse checked ultrasonics and performed alignments on the sample pipettor. The fse completed a passing system check within instrument specifications and a precision run that met customer expectations. The fse incorporated reagent packs with few tests remaining in order to reproduce the issue, if it had not been corrected. All results were acceptable and met published performance specifications a definitive root cause was not determined for this event.

Event description:
A customer contacted by beckman coulter, inc. (Bec) to report obtaining erroneously elevated troponin (accutni) results above the ami cut off for multiple patients, generated by a unicel dxc 600i synchron access clinical system. Repeat analysis of the patient samples on the same instrument yielded lower results within the normal reference range. The erroneously elevated results were not reported out of the lab. The customer reported to bec hotline that they have seen "end of pack" test replicates produce elevated accutni results on the last one or two tests in a pack for "quite some time now". The customer could not provide a specific date when the elevated results had occurred. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.